Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the arm for between 4 to 24 hours when the patient's blood glucose levels reached to 500 mg/dl despite multiple correction boluses. The patient sought medical attention on (B)(6) 2026, was admitted for two days, treated with intravenous insulin and fluids, and was diagnosed with diabetic ketoacidosis. The patient was discharged on (B)(6) 2026. During follow-up, the patient reported of receiving an automated delivery restriction alert prior to presentation but did not hear any alarms overnight. Device history and potential causes were reviewed with the patient. Education was provided regarding dexcom alert pathways, use of a receiver instead of relying on spouse's phone for alarms. Dexcom was notified of the event.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod generated an 0x1c safety alarm indicating pump has reached the pump expiration time. Inspection of the patient history buffer (phb) data indicated that the pod had adapted in insulin delivery and had functioned as intended and reacted properly to the estimated glucose values. The phb data shows that valid sensor readings were received by the pod for the entirety of operation.